Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the image failure could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of flickering image was not confirmed. The device was thoroughly tested but unable to replicate the reported image failure that could possibly be related to the damage found at cable unit. The device evaluation also found a leak at cable unit, the cable unit was twisted, and the control buttons were worn. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the hd 3cmos camera head had flickering image, the cable was twisted at camera head, the cable bend protection was defective. The issue was found during preparation for use. There were no reports of patient or user harm associated with this event.